Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of identification of the endoleaks was not provided, but was noted after intervention on (B)(6) 2020, the date of event has been estimated as (B)(6) 2020. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a descending thoracic aortic aneurysm rupture using gore® tag® conformable thoracic stent grafts with active control system (ctag a/c). It was noted that the patient had undergone a hemiarch replacement prior to this procedure. Two ctag a/c devices were implanted distally from a graft of the hemiarch replacement. It was reported that the distal end of the most distal ctag a/c device was not able to reach the intended distal landing zone which was located just above the patient's celiac artery. The physician opted to monitor the device landing as it was reported that no endoleak was observed. On (B)(6) 2020, a reintervention was performed. An additional ctag a/c device was implanted distally. On an unknown date, follow-up CT imaging reportedly revealed a suspected proximal type I endoleak and a type iiia endoleak. Reportedly no endoleak had been observed during the reintervention that was performed on (B)(6) 2020. The physician reportedly stated that the junction length between the two original ctag a/c devices had been short. On (B)(6) 2021, a reintervention was performed. It was reported that the type iiia endoleak was confirmed by intraoperative angiography. Reportedly the suspected proximal type I endoleak was not observed clearly. A ctag a/c device was used to cover the junction site of the two original ctag a/c devices. Furthermore, the original ctag a/c device implanted most proximally was relined using an additional ctag a/c device. It was reported that the reintervention was concluded with no reported endoleak. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Health effect - impact code: code 4642 added. H.6. Investigation conclusions: code 22 added. H.6. Investigation conclusions: code 22 - according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, stent graft migration, endoleak, and reoperation. H.6. Investigation findings: code 3233 updated to code 213. H.6. Investigation conclusions: code 11 updated to code 4315.